Event description:
Medtronic received information that following suturing of this annuloplasty band, the surgeon was unable to remove the band holder on one end. The patient's tissue and health were too poor to explant and implant a new device, therefore the surgeon cut off the end of the band. There were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the holder has not been returned for analysis, however, the return is anticipated. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be filed. (B)(4).